Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 150 units of insulin during the load sequence. It was also reported that a cartridge change error occurred. Reportedly the customer was not pushing the cartridge all the way down until it clicked into place. A new cartridge was loaded to resolve the issue. Customer¿s blood glucose level was 180 -200 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.